Event description:
Customer reports decrease in fiber vaporization efficiency at 33,509 joules during prostate treatment. There was no pt injury. The procedure was completed with a second fiber.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The initial report indicated decreased fiber vaporization efficiency, not a reportable issue. The failure analysis disclosed that the fiber was attached and intact, however charred and drilled through. Based on the analysis findings, the fiber/cap condition would result in forward firing and is a failure mode that has been identified as a potential risk and safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical factors encountered during the procedure, accelerating the fiber cap wear and limiting the performance of the fiber. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.